Event description:
It was reported that there was a mark on the reservoir of a small volume intermate. This was noted before use. The device was filled with saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Lot 14m015 was manufactured november 11, 2014-november 13, 2014. The affected device was received for evaluation. Visual inspection noted a black particle approximately 0.1 square millimeters in size embedded in the stress member. The particle was not in the fluid pathway. The origin of this particle could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.